Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 441 mg/dl at the time of incident. The current blood glucose level is 473 mg/dl. The customer treated high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer states auto mode feature was not in use. Customer reporting past event of insulin flow blocked alarm. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.